Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the keypad was observed to be fully intact, with no evidence of peeling or damage. The "down" and "up" buttons responded intermittently to testing. The ¿contrast¿ and ¿ok¿ buttons responded appropriately. The keypad was removed to investigate and contamination was observed, under the ¿contrast¿,"up","down" and "ok" contact buttons. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. The dim display was replaced with a new test screen and functioned normally.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.